Event description:
It was reported that the patients ipg would take longer time to charge and had more frequent charging. The patient underwent an ipg replacement procedure. The explanted device will not be returned as it was disposed by the medical facility.